Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lap gastrectomy, when the surgeon tried to use the device with the reload, it was fine the first time. During the second firing, the device stopped firing. The blade was stopped before the blade touched the tissue. The surgeon thought that the tissue was not very thick; it was slightly thicker than a normal case. To correct this condition, the scrub nurse changed the device to a new one and the surgeon could finish procedure without any additional problem. There was no blood loss or delay in surgical time. Patient status is stable.

Manufacturer narrative:
(B)(4). Additional information provided: post market vigilance (pmv) led an evaluation of one powered stapling handle, one stapling adapter and one single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. No visual abnormalities were noted for the handle, reload, or adapter. Functional testing of the reload and adapter was satisfactory. During functional testing of the handle, the green firing button presses were initially not being detected and firing mode was unable to be entered. The reported condition was a result of the handle not detecting the green safety button press, caused by a defective hall effect sensor; however, the exact root cause for this failure could not be reliably determined. Potential root causes may be related to exposure to environmental conditions outside the intended use of the device or inadequate component quality from the sensor vendor can lead to premature failure of the hall effect sensors. The failure exhibited itself latently and would not have been detected during in process testing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).